Event description:
Removal of dental implant because abutment screw was locked.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant met released specifications. The breakaway torque for the abutment screw from the implant was 44.5n-cm over the limit (30n-cm) which biohorizons surgical manual recommends. It is impracticable that this amount of torque can be applied by hand. This indicates that the implant was inserted with the wrong instrument.